Event description:
An end user has reported his powered wheelchair will not hold charge, the joystick has been changed, and battery issues. Also he alleges the unit was not fitted properly so chair is too small and too short, seat to floor. Legs fall asleep because of the seat to floor, height too short. Most recently he cut his ankles on both sides as feet are sticking out at least 8-9 inches from footboard, wheels will nick feet when turning chair. Please note updated information.

Manufacturer narrative:
(B)(4) -no RMA has been initiated for this issue. Model m41, serial number/date code (B)(4) is approximately 1 year, 7 months old. The owner's manual part number 1125085, rev.j(oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The malfunction has not been confirmed. In speaking with the technician involved it was learned that he has replaced the electronics on the chair and batteries. He has tested the unit and it is working as intended. There are no adjustments that can be made to the seat to floor height. The dealer was advised that the consumer needs to contact his doctor if he wants an upgraded chair. The dealer was also advised to have the end user contact invacare. Note: the product is not being returned. It has been inspected by a (B)(4) technician and is working as intended. The file will remain open pending additional information. Also it was learned per end user ball of feet hangs over footplate, which is causing cuts to both his ankles. He has received medical attention and gets blood thinner (preexisting condition). He stated no one has asked him for his age/height/weight and he feels this is why he is having these issues - not properly fitted for him - it's too small for him. He also stated that ds from roadrunner has been out there - cs was going to give tech serv his name/number for someone else to call him. Advised end user that we will be sending him a resolution later within 90 days and that he will be receiving a follow up call from our consumer affairs dept due to injury. He still has the chair with him/m41. He just doesn't want to use it due to the injury to the balls of his feet. Of note: the incident is being filed as a serious injury since the end user states he has received medical attention, however no further detail has been provided.